Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to complete a bolus successfully, and the customer was instructed to replace supplies as necessary and resume insulin therapy.